Event description:
It was reported that an out of regulation (oor) message was displayed and the patient was unable to adjust stimulation. The patient reportedly recharged every 2 to 3 days. At the time of the report, the patient's setting was on program 2 at 0v, and the device was off. Therapy impedance was 138 ohms. The reporter stated that the patient did not have ¿a good history¿ but believed that the patient had been having ¿this issue¿ for some time. The following day, it was reported that the issue was resolved by lessening the number of active electrodes and there were no problems.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Follow up information reported that the patient¿s implantable neurostimulator (ins) was reprogrammed by the manufacturer¿s represent ative to get good coverage using less energy. It was reported that the patient was ¿happy¿ with their coverage and nothing further had been heard from them. If additional information is received, a follow up report will be sent.